Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left implant ruptured, discovered during surgery and left capsular contracture, baker grade unknown.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure and moderate yellowing. The device was unable to be weighed. Upon device inspection, the explant received in three pieces and was submitted for optical analysis. The unknown cause was identified. The observed result of shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left implant ruptured, discovered during surgery.